Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and potential findings were identified; however, as no device was returned, it cannot be determined whether these findings are relevant to this complaint investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "handle of the sheath broke off during insertion. The break of the handles happened immediately after cracking the handles." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI number: (B)(4).

Event description:
It was reported "handle of the sheath broke off during insertion. The break of the handles happened immediately after cracking the handles." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".